Event description:
Augmented with saline mammary implants. Pt noticed deflation of right implant while on vacation. Pt underwent bilateral capsulectomy with implant removal. Right implant was deflated left implant removed intact.